Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since they had received the implant all of their pelvic organs had prolapsed, were bulging out, and they had surgery for this. The patient stated that since the surgery they have had difficulty walking and it was just getting worse. The patient was redirected to their healthcare provider to discuss the symptoms. The patient noted an appointment on (B)(6) 2017. No further complications were reported.